Event description:
The device was returned to the service center for a report from the customer contact that the device alarmed an unknown error code. This is not a reportable malfunction. However, during verification testing at the service center, corrosion was noted in the battery compartment, on the battery door, and the positive (+) battery contact from battery leakage.

Manufacturer narrative:
Testing and investigation found corrosion on the positive and negative battery contacts, the middle printed wire assembly and the battery compartment. The cause of the corrosion was due to leakage from the disposable battery. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.